Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the nurse found that the patient's neck was significantly swollen during the infusion of chemotherapy drugs, and the chemotherapy drugs leaked out. The connection of the port catheter was ruptured which shown by contrast agent during the digital subtraction angiography (dsa) at the radiology department. The device was then immediately removed.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated device evaluation: one device was received. During the visual inspection, no scuffs, pinch marks, cracks, crazing, cuts or other damages that could contribute to the failure mode reported are observed. During the functional testing, water was infused through the catheter with the intention to detect any leak. The water passed through the whole product until the catheter extreme as intended and drops leaked were detected; thus, failure mode is confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, root cause cannot be associated with manufacturing process since the failure could not be reproduced following assembly process. The most probable root cause is that damage occurred after the product left the ICU medical facilities. No corrective actions are required since the root cause could not be attributed to the manufacturing process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.